Manufacturer narrative:
Eval results: dissection. Evaluation summary: medtronic has received the device and the evaluation has been completed. The balloon had been inflated. There was a longitudinal tear from the proximal end of the proximal marker band along the working length up to the distal balloon cone. The balloon tear appeared jagged in the middle of the balloon indicating the balloon may have been damaged during delivery / inflation. Having reviewed the returned cine images of the procedure, there were clear images of a narrowing at the lesion site and in-stent re-stenosis and further images of the balloon being delivered, inflated and bursting at this lesion site. It is possible, that the balloon material caught on the stenosis present in the lesion resulting in the jagged cut in the balloon as seen on the returned device. The subsequent vessel dissection which resulted from the balloon burst as seen on the cine images was treated by implanting two long stents at the lesion site. Therefore, from review of the cine images it appears most likely that the patient morphology impacted on the balloon integrity resulting in the burst as reported and the dissection was a result of the balloon burst. Review of the procedural notes confirmed the presence of in-stent re-stenosis and that the dissection was resolved with stenting and medication.

Event description:
A 2.0 mm diameter x 12 mm length sprinter legend dilatation balloon catheter was inserted into a patient for the treatment of an lad lesion. The lesion morphology was reported as moderate tortuosity and little calcification and 70% stenosis. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation. It was reported that when the balloon was inflated to 12 atmospheres it burst, causing a dissection of the artery. The device was successfully removed. The patient was given a protamin IV and the lesion was treated with two stents. The patient was sent to the iccu where they were stabilized. No clinical sequelae were reported and the patient is stable.